Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) a10012 - gps implant kit v2. (B)(6) 310-01-50 - equinoxe, humeral head short, 50mm (beta). (B)(6) 314-13-24 - equinoxe cage glenoid l, post aug, left. (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6) 300-20-02 - equinox square torque define screw drive kit. (B)(6) 300-30-09 - equinoxe preserve stem 9mm. (B)(6) 531-78-20 - shouldr gps hex pins kit.

Event description:
As reported, approximately 2 years and 9 months post the initial left total shoulder arthroplasty, the patient underwent a first stage revision due to infection. All components were removed and a cement spacer was place in-situ. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.